Manufacturer narrative:
Product ID: mrasi0004 sn:(B)(6) product ID: mrasa0003 sn: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the same robotic-assisted endometriosis resection with lower anterior resection laparoscopic procedure, while continuing the retosigmoidectomy step with a replacement bipolar fenestrated grasper (bfg), the surgeon observed a visible and exposed cable at the instrument jaw. There was no unintended instrument movement and no component was released into the patient cavity. The instrument was removed normally and replaced with another bfg. There was no injury to the patient.